Manufacturer narrative:
E1: (B)(6) hospital.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device automatically started up and cannot be turned off; power switch fails. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The investigation is ongoing.

Manufacturer narrative:
The device was not in use on a patient at the time the reported issue was discovered; occurred before therapy and required a swap to another device. The customer replaced the power switch overlay to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.